Event description:
It has been reported to us that during the procedure, the tip of the aspiration catheter separated from the shaft. The physician inserted the aspiration catheter into the pt. The physician attempted to performed aspiration on the vessel and the tip of the aspiration catheter separated from the shaft. The physician was able to successfully remove the separated section of the aspiration catheter from the pt. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.